Event description:
The customer received control readings of 141 and 145mg/dl on the contour next link using two different bottles of strips with the same lot#. The meter did not automatically mark them as a control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. The test strips were expected to be returned for investigation. New meter, strips and control were sent to the customer.